Event description:
The patient¿s implantable neurostimulator (ins) was found to have been implanted after the manufacturer¿s use by date (ubd).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), implanted: product type: programmer, patient. (B)(4).